Event description:
Information was received that reported a patient experienced hyperglycaemia on 11/05/2006 due to the cannula of the infusion retracting from the body or not being placed under the skin. The report indicates that patient had a blood glucose that read high per her freestyle meter, upon removal of the infusion set it was discovered that the cannula was not beneath the skin and the patient was not receiving her insulin.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.